Event description:
Device 2 of 2: reference MFR report number: 3006705815-2019-00223. It was reported physician is not revising lead. Patient received injections and states that she is getting good relief in conjunction with stimulator.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00223. It was reported that the patient experienced inadequate stimulation with their scs system. X-ray imaging revealed one of the implanted leads migrated. Surgical intervention may be pending to address this issue. It is unknown which lead migrated, therefore both are being reported.